Event description:
A customer contacted a baxter technical service representative (tsr) regarding a home patient (hp) feels too full in dwell 1 and wants to drain off. Tsr stopped therapy and placed the hp in manual drain. The hp drained 2313ml and feels better. The hp's therapy program is as follows: ccpd/ipd tv=10l, tt=8hrs, fv=2200ml, lfv=1200ml, dex=same, cyc=4, dt=1:20, I-da=100ml, cc=36, lmd=n. The last volume infused in fill 1 was 2200ml.

Manufacturer narrative:
A follow-up with the rn will be made to obtain additional information regarding the sample availability and clarification of the details of the event. Additional PMA/510(k) #: k923065.